Event description:
Customer reports receiving erratic readings. In blood glucoe tests, customer received readings of 341 mg/dl, 70 mg/dl, 290 mg/dl, 185 mg/dl, 132 mg/dl, and 151 mg/dl within 10 mintes. All tests were performed in the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.